Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a hole in the patient line. The user's blood glucose (bg) level was over 500 mg/dl with small ketones. The user addressed the bg level by changing the cartridge and a manual injection.